Event description:
It was reported that the patient was having difficulty charging due to ipg was migrated. The patient underwent an ipg replacement procedure, and the physician thought there could be a possible infection because the nearby tissue looked cheesy. The patient was doing well postoperatively and the explanted ipg was kept by facility.